Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of grade one diffuse lamellar keratitis (dlk), observed in a pt's right eye at the one day post lasik treatment. Reporter indicated the topical steroid drop dosage was increased, and the diffuse lamellar keratitis (dlk) has resolved. The pt was noted asymptomatic.